Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had a system explant due to the skin not healing, infection, and meningitis.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n259861009, implanted: (B)(6) 2010, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) indicated the explant procedure occurred on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n259861009 implanted: (B)(6) 2010 explanted: (B)(6) 2024. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.